Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 9 fr introducer sheath was received for product evaluation. No dilator was received with the sheath. Visual inspection revealed that the sheath shaft was separated from the hub. The sheath shaft was cut at 0.20cm from the hub and the length of the cut portion was 21.8 cm. No other accessory components were returned. There was a dimple at 4cm from the cut sheath. The outer diameter of the sheath is 0.1455 in which is within specifications. There also appear to be a clamp mark on the sheath near the breakage. No other anomalies were observed. The complaint can be confirmed for mechanical separation of the sheath. Based on the available information, the exact cause of the event cannot be determined. It is likely that there was trauma or insertion difficulty experienced with the sheath which propagated greater force causing the sheath to be deformed. After performing due diligence at this time, the source of these extraneous forces is unknown. Based on the available information, the exact cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- pa. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a left heart sided ablation procedure that a 9fr terumo sheath that was placed in the right common femoral vein broke off in the inferior vena cava. It was still on the wire, so the physician was able to put a 4mm balloon into the broken segment and was able to retrieve it. The patient was stable, and the procedure was completed. The estimated blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. The physician cut the device and there was a segment missing that was thrown away. Additional information was received on 18jun2021. The broken sheath was fully removed from the patients inferior vena cava.